Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing headache and nausea while the cgm was displaying ¿low¿ glucose readings, initially showing 40 mg/dl. In response, the patient consumed food; however, the specific food was not reported. The cgm reading subsequently increased to 70 mg/dl before returning to ¿low.¿ because these readings were unusual for her and she did not have access to a fingerstick bg meter to verify them, the patient presented to the ER for evaluation. Upon arrival, a blood glucose test measured 215 mg/dl while the cgm displayed 90 mg/dl. Approximately two hours later, a repeat blood glucose measurement was 181 mg/dl. The patient was treated with zofran, intravenous fluids, and intravenous toradol. The patient remained in the hospital for less than 24 hours and was discharged after glucose levels stabilized. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.